Manufacturer narrative:
Findings: button error alarmed after boot up and intermittent button response on the act button due to corroded keypad traces noted. Moisture damage on all electronic assemblies noted. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that he is at the beach might have got moisture. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.